Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported stimulation turned off before and during a non-related surgery. After the procedure, stimulation could not be restored due to the programmer and charger being unable to communicate with the ipg. A replacement charging system was sent to the patient, but did not provide resolution. As a result, the patient will undergo surgical intervention.